Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument was confirmed to have a functional test failure. The reported complaint of msc tip error was replicated/confirmed during in-house testing and was placed on an in-house system and was unable to function due to a msc tip replacement error. Two different in-house tips were installed on the instrument for testing both attempts failed tip detection. The housing was removed for inspection and found no physical damage to the exterior or interior of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument provided a tip failure error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter however the customer was unable to provide additional information related to the reported issue.